Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: image goes after burning (intermittent image). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image goes after burning (intermittent image) was due to faulty cable unit connector. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited image goes after burning (intermittent image). There was no patient involvement.